Manufacturer narrative:
Correction: the previous or initial MDR submitted on (B)(6) 2024 was filed inadvertently. The correct doa is (B)(6) 2024. Device analysis report attached. This report is submitted on (B)(6) 2024.

Event description:
Per the clinic the device was explanted on january 28, 2024, due to improper placement of the electrode array. The patient was reimplanted with another cochlear device during the same surgery.

Manufacturer narrative:
This report is submitted on february 26, 2024.